Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where the user received a false hypoglycemic alert due to sensor inaccuracies.

Manufacturer narrative:
Based on the investigation analysis, the first reported event was at 5:13 am est on (B)(6) 2023, where the calibration entry was marked as a suspicious calibration. Prior to the reported event, the calibration entry at 4:12 am est was marked as a suspicious calibration. Following the reported event, there were 2 consecutive suspicious calibration entries at 6:30 am est and 8:27 am est on (B)(6) 2023, which resulted in the system going into sensor suspend phase. In sensor suspend phase, the system recalibrated its glucose calculation algorithm while the sensor readings were blinded to the user for 6 hours. After the sensor suspend phase, the system re-started in the initialization phase. The system started displaying better agreement between the sensor readings and fingerstick measurements. Per the analysis, the second reported event at 5:21 am est on (B)(6) 2023 could not be confirmed as there was no calibration entry entered in the system. The analysis of the third event at 7:29 am est on (B)(6) 2023, demonstrated the inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration entry after 3-4 sensor readings. The reported events happened during the initial few days after sensor insertion (day 3 and day 4), and during the initial settling period after sensor insertion, there could be chances of temporary mismatch, which would eventually normalize as the sensor stabilizes. Once the sensor stabilized after insertion, the system began performing within expectations and there was better accuracy between the sensor readings and fingerstick measurements. The user did not seek any medical attention and did not have to self-treat since the measured blood glucose was in the normal glucose range. The current system's performance is within expectations. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.